Event description:
Caller reported that the t:slim x2 pump battery would not charge properly, requiring the cable to be held in place for the connection to work due to housing damage. The customer's blood glucose level was not adversely impacted during this time. Technical support planned to replace the faulty pump to resolve the charging issue.